Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received multiple shocks and indicated their heart rate wasn¿t that high. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.